Event description:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), there was an intraprocedural complication resulting in non-clinically evident small inferior cerebellar infarct in a patient who underwent orbit/galaxy coil embolization of a ruptured wide necked vertebral artery posterior inferior cerebellar artery origin aneurysm, and retreatment preformed with stent coiling in a previously ruptured 5mm posterior communicating artery aneurysm. The patient presented with hunt/hess grade 3, fisher grade 3 subarachnoid hemorrhage treated with unknown orbit/galaxy coils. The lesions on CT could be attributed to slow filling posterior inferior cerebellar artery branches on angiography at the end of the procedure. It was reported that presentation with a ruptured aneurysm may have increased the risk of thromboembolic complications.

Manufacturer narrative:
As noted in a literature article (milburn, j., et al ¿initial experience using the penumbra coil 400: comparison of aneurysm packing, cost effectiveness, and coil efficiency¿, j neurointervent surg 2014;6:121¿124. Doi:10.1136/neurintsurg-2012-010587), there was an intraprocedural complication resulting in non-clinically evident small inferior cerebellar infarct in a patient who underwent orbit/galaxy coil embolization of a ruptured wide necked vertebral artery posterior inferior cerebellar artery origin aneurysm, and retreatment preformed with stent coiling in a previously ruptured 5mm posterior communicating artery aneurysm. The patient presented with hunt/hess grade 3, fisher grade 3 subarachnoid hemorrhage treated with unknown orbit/galaxy coils. The lesions on CT could be attributed to slow filling posterior inferior cerebellar artery branches on angiography at the end of the procedure. It was reported that presentation with a ruptured aneurysm may have increased the risk of thromboembolic complications. The product was not received for analysis and the no lot number was provided, therefore no DHR could be conducted. Based on the limited information and without the lot number or device, the even could not be confirmed. However, based on the provided information and the patient¿s underlying condition, the event could be related to the ruptured aneurysm. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and no lot or catalog number is available. The product noted in section d 4 represents an unknown orbit coil, and additional information will be submitted within 30 days of receipt.